Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a vaginal wall and rectal prolapse surgery on october 17th, and ever since then the interstim therapy was no longer helping. The patient stated this was their second prolapse surgery, and they had no problems after their first one. The patient stated nothing seemed to be helping and if they increased the stimulation too much it was a constant vibration down there, especially when they laid down. The patient had to adjust it at night time and turn it way down because otherwise they felt the vibration/stimulation sensation, especially if they laid on their left side. It was reviewed with the patient that they could try a different program and it was recommended that the patient discuss with their managing healthcare provider (hcp). The patient stated they would follow up with their managing hcp.